Event description:
The customer reported the ventilator alarmed during use on a patient due to an oxygen device failed occurrence. The customer reported there was no patient harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The hospital biomedical technician was unable to duplicate the reported event and reported testing was performed and passed.